Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Upon clinical follow-up, it was reported the patient's death was unrelated to the device stoppage. It was stated the patient's condition deteriorated following this event and the decision was made not to continue ECMO support.

Event description:
A user facility reported that a pump stopped during extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console. At the time of the event, the display on the monitor showed all measurements as zero and an error message "technical error, sensorbox" was displayed mid-screen. The ECMO specialist shifted to the emergency mode that utilized the pump drive with the battery pack. The patient was not reanimated due to a "limited therapy agreement" and ECMO support was stopped. Upon follow-up, it was reported this patient was initially placed on ECMO support following acute respiratory failure. ECMO support settings included a blood flow of 4.4 l/min at 6200 rpm. The cause of the patient's death was unknown. It was stated the patient's death was not due to device stoppage and the patient's condition deteriorated shortly after support interruption. The decision was made not to continue with ECMO support. The sample device was available for product investigation.

Event description:
A user facility reported that a pump stopped during extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console. At the time of the event, the display on the monitor showed all measurements as zero and an error message "technical error, sensorbox" was displayed mid-screen. The ECMO specialist shifted to the emergency mode that utilized the pump drive with the battery pack. The patient was not reanimated due to a "limited therapy agreement" and ECMO support was stopped. Upon follow-up, it was reported this patient was initially placed on ECMO support following acute respiratory failure. ECMO support settings included a blood flow of 4.4l/min at 6200 rpm. The cause of the patient's death was unknown. It was stated the patient's death was not due to device stoppage and the patient's condition deteriorated shortly after support interruption. The decision was made not to continue with ECMO support. The complaint sample was returned and found with no defect upon device evaluation.

Manufacturer narrative:
Additional information: b5, d9, h10 based on the information provided during follow-up, this event does not meet the criteria for a reportable event. The patient was not resuscitated due to a limited therapy agreement, more than likely indicating the patient had advanced directives in place. It was decided to discontinue ECMO support and the patient expired following a deterioration of condition shortly after support interruption. It was confirmed the patient¿s death was not related to the ECMO support interruption. There will be no further updates provided on this patient¿s death.

Manufacturer narrative:
Additional information: b1, h11 non-conformity was not observed during manufacturing process and final inspection resulted in conformity. It was reported that during ECMO support utilizing the xenios console (serial (B)(6)), the pump stopped mid-support, the display showed all measures as zero and an error message was displayed mid-screen "technical error, sensorbox". According to the log file the pump drive was running many hours stable at a certain speed (6200rpm) and with 11w. Without any indications the pump drive stopped and restarted two times. The log files showed that the pump drive was off for a short time in both cases and restarted because of power loss. The sensor box itself didn't show any problem or error message within the log file. The pump drive xant0977 was received for evaluation. The pump drive was visually inspected, then a three-day long-term test was carried out with the console with serial number (B)(6) (with service hose set connected). The electronics housing was opened, the two circuit boards moco1 and moco2 were removed and checked for visual defects using a microscope. In addition, all cable connections and solder joints were inspected. Once the electronics housing had been assembled, a further long-term test was carried out on the console with serial number (B)(6). The fault could not be reproduced. The examination of the circuit boards and cable connections did not reveal any anomalies that would allow any conclusions to be drawn about the reported fault.

Event description:
A user facility reported that a pump stopped during extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console. At the time of the event, the display on the monitor showed all measurements as zero and an error message "technical error, sensorbox" was displayed mid-screen. The ECMO specialist shifted to the emergency mode that utilized the pump drive with the battery pack. The patient was not reanimated due to a "limited therapy agreement" and ECMO support was stopped. Upon follow-up, it was reported this patient was initially placed on ECMO support following acute respiratory failure. ECMO support settings included a blood flow of 4.4l/min at 6200 rpm. The cause of the patient's death was unknown. It was stated the patient's death was not due to device stoppage and the patient's condition deteriorated shortly after support interruption. The decision was made not to continue with ECMO support.